Manufacturer narrative:
H3: the gantry door cable assembly was returned to the manufacturer for analysis. The cabling was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000166 , serial/lot #: (B)(4). No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The side was door had broken off. It was possible that the door switch was adjusted too far to the left during some previous repair action which caused the side wall to push the door switch too much in and damaging it. The manufacturer representative replaced the switch and performed a system checkout. The system worked as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system did not recognize that the door was closed. The gantry controller had an error 114.1 due to ¿error tolerance exceeded¿. The site tried to invalidate home, push the side wall from the door switch, and open the door with wrench. No patient was present at the time of the event. Additional information was received stating that the side wall door switch had broken off. It was possible that the door switch was adjusted too far to the left during some previous repair action which caused the side wall to push the door switch too much in and damaging it. The manufacturer representative replaced the switch and performed a system checkout.